Event description:
It was reported during six separate procedures, nails would fracture at the head as they were being removed. Subsequently, vice grips were utilized to remove the remaining parts of the nail. No further information has been provided to date.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown. Manufacture date ¿ unknown.